Manufacturer narrative:
Correction to the initial MDR in blocks: b5, e1, h6.

Event description:
It was reported that the patient was implanted with a spinal cord stimulation (scs) system, and the procedure was completed without complications. Postoperatively, the patient was doing well, reported good bilateral stimulation in both legs, and was discharged from the hospital. The following day, the patient developed tingling in the legs, which progressed to loss of sensation in both lower extremities and a hematoma was discovered. Based on physicians assessment, the complications were not related to the device. As a result, the scs system was explanted and electrocautery was used. The patient is doing well, has regained the feeling in the legs and full mobility. The explanted devices will not return for analysis as they were disposed by the medical facility.

Event description:
It was reported that the patient was implanted with a spinal cord stimulation (scs) system, and the procedure was completed without complications. Postoperatively, the patient was doing well, reported good bilateral stimulation in both legs, and was discharged from the hospital. The following day, the patient developed tingling in the legs, which progressed to loss of sensation in both lower extremities. As a result, the scs system was explanted. The patient has regained the feeling in the legs.